Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and noise were observed on the right ventricular (rv) lead resulting in a loss of capture and oversensing. Further information was requested but not available. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by capping and replacing the right ventricular (rv) lead. The patient was in stable condition.